Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Device return status?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. During the procedure, while doing the final suture count prior to closure it was found that the tip of one of the needles was missing. Fragment was unable to be located at first, so an x-ray was brought in which did not show the needle in the patient. The tip was later found in a drainage bag by using an extra-large magnet. There were no adverse consequences for the patient. Additional informaiton was requested.